Event description:
Patient, with history of mrsa, presented to the physician with mrsa infection. Physician prescribed antibiotics.

Event description:
Patient, with history of mrsa, presented back to the physician with continued infection. Patient does not want to explant device. Physician brought the patient into the or, opened the incision, washed out the area, and closed.

Event description:
Patient, with history of mrsa, presented back to the physician with continued infection, pain in neck, and redness around the chest. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented back to the physician with pus and oozing at the ipg incision. Physician brought the patient into the operating room and performed a washout procedure at the neck and ipg. Patient was placed on IV with drain which was pulled on (B)(6) 2023.